Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed multiple motor error alarms as well as in alarm history there was a motor position encoder error alarm. The customer¿s blood glucose level was 116 mg/dl. The customer reported that they were unsure if the drive support cap was protruded, loose, sticking out or flush. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.